Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose level rose to over 13.9 mmol/l (250 mg/dl) while wearing the pod between 1 and 4 hours. The patient stated that the cannula was not properly seated in the infusion site (abdomen), resulting in insulin leakage and subsequent hyperglycemia. As treatment, a new pod was applied.